Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16093098/16265579. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 16109035/16275661.

Event description:
It was reported that the patient developed an infection at the ipg site. It was unknown if the infection was device or procedure related and unknown what caused it however, the physician believed that sinus infection may have contributed. The patient experienced fever and nausea as symptoms of infection. The patient was placed on antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned. The patient was stable postoperatively.